Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer performed their own troubleshooting and observed insulin dripping out of the infusion tubing and cartridge tubing during insulin delivery. Supply changes were performed to address the occlusion alarms. The customer's blood glucose level was 196 mg/dl. As the customer was not receiving an occlusion alarm when tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusion could not be performed. Reportedly, the customer reverted to manual injections for insulin therapy.